Event description:
This rv lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2018. A product experience report receive on (B)(6) 2018 stated that this lead was part of system infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).